Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the tortuous and calcified circumflex artery. A 3.00mm x 8mm emerge¿ balloon catheter was advanced for dilatation. However, during introduction, the device became stuck on the non-bsc guide wire. The physician then cut the device off and successfully pulled the device out. Subsequently, a 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced but failed to cross the lesion. The physician decided to terminate the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter and an unidentified guide wire. The balloon was loosely folded and there was blood throughout the wire lumen and blood in the port weld/exit notch. The returned guide wire was measured on both ends. The tip, balloon, markerbands, and inner/outer shafts were microscopically and tactile inspected. Inspection revealed tip damage, port weld damage (complete separation caused by excessive tensile force/stretched), numerous kinks in the hypotube, shaft damage (buckled for a length of 67 mm starting at the tip), and balloon damage (bunched). The tip and port weld/exit notch could not be measured due to the damage to the areas. The wire was locked down and immobile inside the wire lumen, and there was 117 cm of wire sticking out from the port weld. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The damage to the port weld (stretched) is consistent with excessive tensile force being applied to the device, while handling the device. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. Review of the product specification indicates the emerge balloon catheter is compatible with a .014¿ guide wire. The reported information indicates the emerge balloon catheter was used with a .0135¿ guide wire; therefore, there is no indication of a compatibility issue. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the tortuous and calcified circumflex artery. A 3.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during introduction, the device became stuck on the non-bsc guide wire. The physician then cut the device off and successfully pulled the device out. Subsequently, a 15mm x 3.00mm nc quantum apex balloon catheter was advanced but failed to cross the lesion. The physician decided to terminate the procedure. No patient complications were reported and the patient's status was fine.